Event description:
From staff: after I administered subcutaneous insulin and removed the needle from the patient's skin, I went to engage the safety device for the needle. The white safety device for the insulin needle slipped, which caused my right hand to move forward, further causing the needle to puncture the inner part of my left index finger. I tried to activate the safety device, but the device slipped, which the safety device was faulty. Needlestick occurred. Please note the device information provided is from a "like" device as the device involved has been discarded by staff.